Event description:
It was reported that the user experienced a severe low blood glucose of 40 mg/dl with sweating and shaking after accidentally delivering insulin for two meals, then overcorrected and developed hyperglycemia with persistent high readings and a device restart alert 38 that persisted after a full supply change. Symptoms included hypoglycemia with autonomic signs and subsequent hyperglycemia with dry mouth. Outcomes included self-treatment with oral glucose for the low, multiple subcutaneous insulin injections for the high, and temporary discontinuation or pause of pump insulin under healthcare provider guidance, with no hospitalization reported. Investigation included review of alarm history, guided supply change, and collection planning for lot numbers, along with troubleshooting and education regarding alert clearance and pump reconnection. Investigation of this case revealed that the cause of hyperglycemia was unclear despite supply replacement and ongoing alert 38, and no confirmed device malfunction was established. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.